Event description:
It was reported that an ilet pump became unresponsive due to a cracked screen, preventing reliable insulin delivery and meal announcements. No reported symptoms. Outcomes included interruption of insulin therapy and the need for backup therapy. Investigation included technical review of device performance based on user report and request for device return for evaluation. Investigation of this case revealed physical damage to the display rendering the touchscreen nonfunctional. It was concluded that the device was damaged and not suitable for continued use. A replacement device was arranged.